Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient received a low mg/dl cgm value on her tandem insulin pump. Five minutes later, the cgm value jumped to high m/dl. The patient was experiencing weakness and vomiting. At an unspecified time later, the sensor then failed. Once the sensor failed, the patient tested her bg meter reading, which was 400 mg/dl; the patient was also positive for ketones. The patient was then brought to the emergency room by her daughter. At the ER, the patient was treated with IV fluids for dehydration and IV insulin. The patient was discharged home after three days in the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
On (B)(6) 2024, the patient received a low mg/dl cgm value on her tandem insulin pump.

Manufacturer narrative:
(B)(4).